Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017 , erp_rfc_user related svn (B)(4); complaints text : (B)(6) 2017 00:49:26 erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017 , basem2 adv cust that set still on a back order and set expectation that she will get the canister in thenext 3 business days, so she could return the damaged set backto medtronic cust understood; complaints text (B)(6) 2017; basem2 cust is requesting to get a infusion set replacement since she changed her infusion set twice just for today. Will be sending a replacement and cust can only return 1though since she alreadythrew the other 1. Complaints text (B)(6) 2017; basem2 initial notes: as per cust she's having some problem with her pump, she's been getting a no delivery alarm since 3pm christmas day. Inquired what led up to the complaint. Customer response: as per cust she's trying to do a bolus and been getting the no delivery alarm, no delivery alarm during basal/bolus/fixed prime t/s per (B)(4). Expl no delivery alarm and possible causes. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to disconnect at the qr. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. Fill cannula: 0.5 units adv to remain d/c. Adv to remove the res from the pump and rewind. Adv to run manual prime with empty pump until piston reaches end of travel. Pump alarmed with no reservoir. Customer has a plunger available. Adv to remain d/c and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Adv to rewind the pump. Adv to reinsert res and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. Adv the pump is working as designed. Explained alarm was caused by inf/res occlusion. Expl interaction aftercare email. Adv to reset fixed prime to the appropriate cannula prime for their inf. Customer's outcome pertaining to the complaint: walked her through in changing the fill cannula amt back to 0.5units. And cust confirmed it's been changed. Additional notes: bg at the time of this event was 600+ and as per cust, it wont give her the value on thebg meter only the word high therefore it was more than 600+ bg ship: nothing / return: nothing.